Manufacturer narrative:
The device serial number provided does not correspond with our numbering convention. The device remains at the user facility. Despite multiple attempts to procure additional information the customer is uncooperative. The particle was not retained. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The device serial number provided does not correspond with our numbering convention. Device receipt will clarify serial number. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported a foreign body was found in eye while the hand piece was in use. The foreign body was recovered and there was no patient injury or impact.